Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("excessive and abnormal bleeding during menstruation") and ovarian cyst torsion ("contorted cyst on her right ovary") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6)2005, (B)(6)1999, (B)(6)2007) and miscarriage in 2005. Previously administered products included for birth control: errin tablets from august 2006 to october 2006. Concurrent conditions included uterine bleeding, dyspareunia and dysmenorrhea. On (B)(6)2007, the patient had essure inserted. In november 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2008, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In may 2008, the patient experienced bacterial infection ("bacterial infection"). In 2008, the patient experienced infection ("infections multiple"). In august 2008, the patient experienced depression ("depression") and anxiety ("anxiety"). In march 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2014, the patient experienced hypertension ("hypertension / high blood pressure"). On (B)(6)2015, 7 years 6 months after insertion of essure, the patient experienced ovarian cyst torsion (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic area pain"), drug hypersensitivity ("reactions to anesthesia") and abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro), alprazolam (xanax), ibuprofen, antibiotics, surgery (dilation & curettage,hysterectomy with bilateral salpingectomy), surgery (on (B)(6) 2014,laparoscopic hysterectomy bil (interpreted as bilateral) salpingectomy.) And surgery (emergency surgery on (B)(6)2015/oophorectomyrobotic assisted laproscopic hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the genital haemorrhage, ovarian cyst torsion, pelvic pain, drug hypersensitivity, vaginal infection, depression, anxiety, vaginal haemorrhage and infection outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, hypertension and abdominal pain had resolved and the urinary tract infection and bacterial infection was resolving. The reporter considered abdominal pain, anxiety, bacterial infection, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, genital haemorrhage, hypertension, infection, menorrhagia, ovarian cyst torsion, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dilatation and curettage was failed on (B)(6)2014. Diagnostic results: on an unspecified date, findings included normal ut (interpreted as uterine) cavity, thick endometrium. On (B)(6)2014, pathology test revealed menorrhagia. Microscopic description: examination revealed sections through portions of benign weakly proliferative endometrium showing extensive stromal breakdown in a background of benign endocervical glandular tissue with focal microglandular hyperplasia. There is no endometrial hyperplasia or carcinoma and no endocervical dysplasia or malignancy. Pathologic diagnosis: endometrium, curettage:- weakly proliferative endometrium with extensive stromal breakdown. On (B)(6)2014, findings included uterus was 12 weeks size and normal bil ovaries and tubes. On (B)(6)2014, pathology test revealed dysfunctional uterine bleeding, pelvic pain and uterine cramping and dysmenorrhea. Microscopic description: the sections of cervix demonstrate nabothian cysts. There is mild chronic cervicitis. No epithelial atypia or dysplasia is identified. The endometrium appears markedly attenuated to atrophic, and the section from posterior endometrium demonstrates an area of squamous metaplasia. The grossly noted myometrial nodules are alileiomyomas with no abnormal cellularity or atypia. The sections of fallopian tube including fimbria have no area of epithelial atypia, and are overall unremarkable. Pathologic diagnosis: uterus, cervix and bilateral fallopian tubes: -atrophic, attenuated endometrium, no atypia present. -multiple uterine leiomyomas. -cervix with nabothian cysts and mild chronic cervicitis, no epithelial atypia present. -right and left fallopian tubes, no diagnostic abnormality. In jan-2008 patient underwent dye confimation test resulted in total bilateral occlusion. Tubes were blocked with scar tissue-successful most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet: new event multiple infection was added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)/"), menorrhagia ("excessive and abnormal bleeding during menstruation") and ovarian cyst torsion ("contorted cyst on her right ovary") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 3 ((B)(6) 2005, (B)(6) 1999, (B)(6) 2007) and miscarriage in 2005. Previously administered products included for birth control: errin tablets from (B)(6) 2006 to (B)(6) 2006. Concurrent conditions included uterine bleeding, dyspareunia and dysmenorrhea. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2008, the patient experienced bacterial infection ("bacterial infection"). In (B)(6) 2008, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced hypertension ("hypertension / high blood pressure"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovarian cyst torsion (seriousness criterion medically significant), pelvic pain ("pelvic area pain"), drug hypersensitivity ("reactions to anesthesia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). The patient was treated with escitalopram oxalate (lexapro), alprazolam (xanax), ibuprofen, antibiotics, surgery (dilation & curettage), surgery (on (B)(6) 2014,laparoscopic hysterectomy bil (interpreted as bilateral) salpingectomy.) And surgery (emergency surgery on (B)(6) 2015). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, ovarian cyst torsion, pelvic pain, drug hypersensitivity, vaginal infection, depression, anxiety and vaginal haemorrhage outcome was unknown, the menorrhagia, dysmenorrhoea, dyspareunia, hypertension and abdominal pain had resolved and the urinary tract infection and bacterial infection was resolving. The reporter considered abdominal pain, anxiety, bacterial infection, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, genital haemorrhage, hypertension, menorrhagia, ovarian cyst torsion, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dilatation and curettage was failed on (B)(6) 2014. Diagnostic results: on an unspecified date, findings included normal ut (interpreted as uterine) cavity, thick endometrium. On (B)(6) 2014, pathology test revealed menorrhagia. Microscopic description: examination revealed sections through portions of benign weakly proliferative endometrium showing extensive stromal breakdown in a background of benign endocervical glandular tissue with focal microglandular hyperplasia. There is no endometrial hyperplasia or carcinoma and no endocervical dysplasia or malignancy. Pathologic diagnosis: endometrium, curettage:- weakly proliferative endometrium with extensive stromal breakdown. On (B)(6) 2014, findings included uterus was 12 weeks size and normal bil ovaries and tubes. On (B)(6) 2014, pathology test revealed dysfunctional uterine bleeding, pelvic pain and uterine cramping and dysmenorrhea. Microscopic description: the sections of cervix demonstrate nabothian cysts. There is mild chronic cervicitis. No epithelial atypia or dysplasia is identified. The endometrium appears markedly attenuated to atrophic, and the section from posterior endometrium demonstrates an area of squamous metaplasia. The grossly noted myometrial nodules are alileiomyomas with no abnormal cellularity or atypia. The sections of fallopian tube including fimbria have no area of epithelial atypia, and are overall unremarkable. Pathologic diagnosis: uterus, cervix and bilateral fallopian tubes: -atrophic, attenuated endometrium, no atypia present. -multiple uterine leiomyomas. -cervix with nabothian cysts and mild chronic cervicitis, no epithelial atypia present. -right and left fallopian tubes, no diagnostic abnormality. In (B)(6) 2008 patient underwent dye confimation test resulted in total bilateral occlusion. Tubes were blocked with scar tissue-successful. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-feb-2018: reporter added, patient historical condition and concomitant condition added,lab data added,treatment drug added, historical drug added, events added as follows;- genital bleeding, urinary tract infection, vaginal infection, bacterial infection, depression, anxiety, dysmenorrhea, dyspareunia, hypertension, vaginal bleeding, pelvic pain, drug hypersensitivity, abdominal pain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), heavy menstrual bleeding ('excessive and abnormal bleeding during menstruation') and ovarian cyst torsion ('contorted cyst on her right ovary') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal infection from 2007 to 2014, miscarriage in 2005, multigravida and parity 3 (24may2005, 11mar1999, 27jul2007). Previously administered products included for birth control: errin tablets from august 2006 to october 2006. Concurrent conditions included abnormal uterine bleeding, dyspareunia, dysmenorrhea, uterine leiomyoma, nabothian cyst, uterine cramps, dysfunctional uterine bleeding, ovarian enlargement, hemorrhagic infarction and dyspareunia. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2008, the patient experienced bacterial infection ("bacterial infection"). In 2008, the patient experienced infection ("infections multiple"). In august 2008, the patient experienced depression ("depression") and anxiety ("anxiety"). In march 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2014, the patient experienced hypertension ("hypertension / high blood pressure"). On (B)(6) 2015, the patient experienced ovarian cyst torsion (seriousness criterion medically significant), 7 years 6 months after insertion of essure. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic area pain"), drug hypersensitivity ("reactions to anesthesia") and abdominal pain ("abdominal pain"). The patient was treated with alprazolam (xanax), antibiotics, escitalopram oxalate (lexapro), ibuprofen and surgery (dilation & curettage,hysterectomy with bilateral salpingectomy, emergency surgery on 15-apr-2015/oophorectomyrobotic assisted laproscipic hysterectomy,bilateral sal and on (B)(6) 2014,laparoscopic hysterectomy bil (interpreted as bilateral) salpingectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, ovarian cyst torsion, pelvic pain, drug hypersensitivity, vaginal infection, depression, anxiety, vaginal haemorrhage and infection outcome was unknown, the heavy menstrual bleeding, dysmenorrhoea, dyspareunia, hypertension and abdominal pain had resolved and the urinary tract infection and bacterial infection was resolving. The reporter considered abdominal pain, anxiety, bacterial infection, depression, drug hypersensitivity, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, hypertension, infection, ovarian cyst torsion, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: dilatation and curettage was failed on (B)(6) 2014. Diagnostic results: on an unspecified date, findings included normal ut (interpreted as uterine) cavity, thick endometrium. On (B)(6) 2014, pathology test revealed menorrhagia. Microscopic description: examination revealed sections through portions of benign weakly proliferative endometrium showing extensive stromal breakdown in a background of benign endocervical glandular tissue with focal microglandular hyperplasia. There is no endometrial hyperplasia or carcinoma and no endocervical dysplasia or malignancy. Pathologic diagnosis: endometrium, curettage:- weakly proliferative endometrium with extensive stromal breakdown. On (B)(6) 2014, findings included uterus was 12 weeks size and normal bil ovaries and tubes. On (B)(6) 2014, pathology test revealed dysfunctional uterine bleeding, pelvic pain and uterine cramping and dysmenorrhea. Microscopic description: the sections of cervix demonstrate nabothian cysts. There is mild chronic cervicitis. No epithelial atypia or dysplasia is identified. The endometrium appears markedly attenuated to atrophic, and the section from posterior endometrium demonstrates an area of squamous metaplasia. The grossly noted myometrial nodules are alileiomyomas with no abnormal cellularity or atypia. The sections of fallopian tube including fimbria have no area of epithelial atypia, and are overall unremarkable. Pathologic diagnosis: uterus, cervix and bilateral fallopian tubes: -atrophic, attenuated endometrium, no atypia present. -multiple uterine leiomyomas.cervix with nabothian cysts and mild chronic cervicitis, no epithelial atypia present. -right and left fallopian tubes, no diagnostic abnormality. In (B)(6) 2008 patient underwent dye confimation test resulted in total bilateral occlusion. Tubes were blocked with scar tissue-successful most recent follow-up information incorporated above includes: on 3-may-2021: mr received. Reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") and ovarian cyst torsion ("contorted cyst on her right ovary") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), ovarian cyst torsion (seriousness criterion medically significant) and hypertension ("high blood pressure"). The patient was treated with surgery (hysterectomy on (B)(6) 2014). Essure was withdrawn. At the time of the report, the menorrhagia, ovarian cyst torsion and hypertension outcome was unknown. The reporter considered menorrhagia, ovarian cyst torsion and hypertension to be related to essure. Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced excessive and abnormal bleeding during menstruation (menorrhagia). Later, she was diagnosed with a contorted cyst on her right ovary (ovarian cyst torsion). She underwent a hysterectomy more than six years after insertion. Menorrhagia is anticipated whereas ovarian cyst torsion is unanticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported them and suspect insert cannot be excluded. Ovarian torsion may rarely occur in normal adnexa. It usually occurs during the early pregnancy (the enlarged corpus luteum cyst likely predisposes the ovary to torsion) and in pathologically enlarged ovaries (cysts, masses). Considering the location of essure at the fallopian tubes and its small dimensions, a causal relationship with essure can be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 20-mar-2017: ptc investigation result was provided. Ptc global number is (B)(4). Company causality comment: this non-medically confirmed spontaneous case under litigation refers to a female consumer who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and experienced excessive and abnormal bleeding during menstruation (menorrhagia). Later, she was diagnosed with a contorted cyst on her right ovary (ovarian cyst torsion). She underwent a hysterectomy more than six years after insertion. Menorrhagia is anticipated whereas ovarian cyst torsion is unanticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumer under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the reported them and suspect insert cannot be excluded. Ovarian torsion may rarely occur in normal adnexa. It usually occurs during the early pregnancy (the enlarged corpus luteum cyst likely predisposes the ovary to torsion) and in pathologically enlarged ovaries (cysts, masses). Considering the location of essure at the fallopian tubes and its small dimensions, a causal relationship with essure can be excluded. This case was regarded as incident, as a surgical intervention was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.